Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy on (B)(6) 2010. During the procedure, the blade jammed and would not advance. A second handpiece was used to complete the procedure with no adverse pt consequences.

Manufacturer narrative:
(B)(4) blade will not advance. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is rec'd, any further info derived from the eval will be submitted in a supplemental 3500a form.